Manufacturer narrative:
Exact date of implant is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately three years post index procedure, aneurysm enlargement was confirmed. A type ii, distal type I, and type iii endoleak were suspected. Angiography revealed a type ii endoleak with no other significant leaks. The physician elected to implant another endurant limb prophylactically and covered the left limb by one stent length. The patient then had open surgery performed and the branch vessel that was responsible for the type ii endoleak was ligated. During the process, a hole was discovered in the endurant stent graft bifurcate. The physician elected to implant another endurant stent graft limb and the type iii fabric endoleak was resolved. Per the physician, the cause of the type iii fabric endoleak may have been due to an unexpected cut in the suture that ties the ipsilateral limb and contralateral limb of the main body during the ligation procedure. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.